Event description:
It was reported that the staff received an inoperative battery alarm. It was noted that the circuit breaker tripped. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of battery inoperative alarm is not confirmed. The returned battery passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the staff received an inoperative battery alarm. It was noted that the circuit breaker tripped. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.